Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. A review of the device history records identified no deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2021-03316, 0001825034-2021-03317, 0001825034-2021-03319.

Event description:
It was reported that the patient underwent a revision procedure due to unknown reasons. An unknown head and liner were removed and replaced. Patient coded post surgery leading to death. Attempts have been made and additional information on the reported event is unavailable at this time.